Event description:
The wife of a (B)(6) old pt called zoll customer support to report that the pt was receiving adjust belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the black pulse wire in the distribution node (dn) to rear therapy electrode cable was found to be cut, causing adjust belt messages. The root cause for the severed pulse wire could not be positively identified. No adverse event resulted from the cut pulse wire. The pt received a replacement electrode belt.